Event description:
The device was returned for red pump alarm, customer stated that they couldn't read the error message because the screen would not stay on long enough. The pump was turned on to check for a errors. A mock infusion was attempted. Red pump alarm errors during the pneumatics cycling. The log files were pulled and was saying there was a valve 1 failure. The valves were changed and the error was resolved. The mr sticker has damage to it. The fva lip seals, and loading pin lip seals have drag. Fva lip seals and loading pin lip seals and their channels were cleaned with alcohol. The drag was resolved but both sets of lip seals will be replaced during repair. The lcd was not confirmed as failure at this time, but out of precaution it will be replaced. The mr sticker, fva lip seals, loading pin lip seals, and lcd screen will be removed and replaced during repair. Once all repairs have been made the pump will be sent to the test line for full functional testing.

Manufacturer narrative:
N/a

Event description:
The following has been reported: customer reported: " the pump is on and charged but no pump logs available for download. No patient harm. The screen will not stay on long enough to get an error message. Clinical staff is stating "pump not working properly." A preliminary review of the logs identified the following issue: unidentified malfunction during infusion. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.